Manufacturer narrative:
The reported event was confirmed however the cause was unknown. The device was used on the patient; however, it is unknown if it was used for treatment or diagnostic purposes. As damage was noted on the device, it is believed to have contributed to the reported event. No physical sample was returned; however, a photo sample was submitted. The photo sample shows a 5mm x 4cm catheter with balloon hub. Wire hub, and y connector. The balloon and partial shaft with a burst hole in the shaft were noted. A potential root cause for this event could be, "shaft wall too thin", "poor balloon design (molecular orientation, wall thickness)", "inadequate material selection", or "contact with stone improper fiber orientation". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "the x-force® balloon dilation catheter is a sterile, single use device. Carefully inspect the catheter and the sterile packaging for signs of damage that may have occurred during shipment. Do not use the product if damage is evident. Do not exceed the recommended rated burst pressure (rbp) for this device. Balloon rupture may occur if the rbp rating is exceeded. Please refer to the device label for the recommended maximum rated burst pressure. Extreme caution should be used when considering dilation of irregular, not-compliant tissue or in the presence of certain calculi." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that when the contrast was injected, doctor found that the contrast was pouring out of the balloon. When the foley catheter was removed, it was found that the sheath had torn. Per information received the patient did not got injured.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient was hospitalized for surgery and needed urinary catheterization. After the use of disposable sterile catheter, the balloon had burst and the foley catheter had to be replaced. It was also stated that patient experienced psychological stress, fear and increased hospitalization time.